Manufacturer narrative:
Cec adjudicated the event as cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the adverse event term was updated to death of unknown cause correction: patient has a previous medical history of heart failure (lvef- 30%) and cardiac admissions with 30 days prior to index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were used to treat the rca and 1st rpl. Approximately 9 months post index procedure the patient died of sudden cardiac death. The investigator assessed the event as possibly related to the index device and not related to the anti-platelet medication.